Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The cause of peritonitis was unknown. On an unreported date, the patient was hospitalized for the event. On the same day as the onset, the patient was treated with fortum injection (1 gram, once daily and route not reported) and vancomycin (1 gram, intraperitoneal and every 4th day). At the time of this report, the patient outcome was unknown. Pd therapy was ongoing. No additional information is available.